Event description:
It was reported that pump displayed malfunction code and fault ID without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset pump without recurrence of malfunction code, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.